Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient recently lost weight and the ipg began moving in the pocket and causing discomfort. As a result, surgery may take place in the future.

Event description:
The patient underwent surgical intervention on (B)(6) 2022 wherein the device was explanted and replaced. Stimulation therapy was reportedly restored postoperatively.